Event description:
It was reported that while using the bd max¿ instrument, false positive results were obtained. No confirmatory testing was done and there was no report of patient impact. Assay used: bd max¿ xebp. The following information was provided by the initial reporter, translated from (B)(6) to english: "date of occurrence on (B)(6) 2021. Short description: false positive results for vibrio. Where did the incident occur: during use. Detailed incident description: since the beginning of (B)(6) 2021, the positivity rate for vibrio with the bd max extended enteric bacterial test is abnormally high these results are false positives because the amplification curves are really atypical, and contamination is not suspected: very irregular curves, with low fluorescence. Were patient samples involved? Yes. Were erroneous results reported to the clinician? No. Was there any impact on patients? No. Was it obvious that the results could not be trusted? Yes: because of the abnormal. Positivity rate and the atypical shape of the curves. Is a confirmatory test always performed? No."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using the bd max¿ instrument, false positive results were obtained. No confirmatory testing was done and there was no report of patient impact. Assay used: bd max¿ xebp. The following information was provided by the initial reporter, translated from (B)(6) to english: "date of occurrence on (B)(6) 2021. Short description: false positive results for vibrio. Where did the incident occur: during use. Detailed incident description: since the beginning of (B)(6) 2021, the positivity rate for vibrio with the bd max extended enteric bacterial test is abnormally high these results are false positives because the amplification curves are really atypical, and contamination is not suspected: very irregular curves, with low fluorescence. Were patient samples involved? Yes. Were erroneous results reported to the clinician? No. Was there any impact on patients? No. Was it obvious that the results could not be trusted? Yes: because of the abnormal. Positivity rate and the atypical shape of the curves. Is a confirmatory test always performed? No."

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive". Customer reported that they are receiving false positive results for vibrio on xebp assay. Field service was dispatched. Field service performed cal-rack and normalized both reader. Field service performed a qualification run. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6)2019, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. Returned sample analysis consist of review of database provided by the customer. Quality reviewed the database and saw that on run 2908, lane a9 and a11 has shown a relatively flat raw rox curve, but the background corrected rox curve shows amplification. This confirmed that the positive result is not true. Review of the normalizer response on lane a9 and a11 shows that the normalizer curve is drifting downward which contributed to false positive. Root cause is determined to be due to normalizer drift. Complaint is confirmed by quality review of the database. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported that while using the bd max¿ instrument, false positive results were obtained. No confirmatory testing was done and there was no report of patient impact. Assay used: bd max¿ xebp. The following information was provided by the initial reporter, translated from french to english: "date of occurrence 07/december/2021 short description: false positive results for vibrio where did the incident occur: during use detailed incident description: since the beginning of november 2021, the positivity rate for vibrio with the bd max extended enteric bacterial test is abnormally high these results are false positives because the amplification curves are really atypical, and contamination is not suspected: very irregular curves, with low fluorescence. Were patient samples involved? Yes were erroneous results reported to the clinician? No was there any impact on patients? No was it obvious that the results could not be trusted? Yes: because of the abnormal positivity rate and the atypical shape of the curves. Is a confirmatory test always performed? No."